Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The initial hcg result was 0.634 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample was obtained and the result was 17687 miu/ml. This sample was repeated and the result was 17899 miu/ml. Based on the results from (B)(6) 2017, the customer thinks the result of 0.634 miu/ml from (B)(6) 2017 was incorrect. The patient would have been (B)(6) at the time of this result and approximate results for someone (B)(6) should be 158 miu/ml to 31795 miu/ml. The sample is no longer available to perform repeat testing. There was no allegation that an adverse event occurred. The hcg reagent lot number was 18912303 with an expiration date of 02/28/2018. Pinch tubing was replaced on the instrument 01/08/2017. Liquid flow cleaning is performed each week. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since calibration and quality controls were acceptable, a reagent issue is not suspected. It was noted that the customer¿s sample volume was too low. The customer¿s centrifugation time was 10 minutes at 4000 rpm. The recommended centrifugation time is 10 minutes at between 1300 and 2000 g. These 2 issues can cause low discrepant results. No issues were identified during a review of the alarm trace or the assay performance check data. A possible root cause may be related to improper sample inversions.